Manufacturer narrative:
Additional information has been provided in d4 (primary UDI number). The cause of the hemolysis/mechanical interaction with blood was not established as limited clinical details were provided and no product or logs were returned

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68-year-old female being treated for acute myocardial infarction and cardiogenic shock under impella cp support developed dark red, opaque urine with reduced urine output, and all laboratory samples were unable to be processed because of severe hemolysis, with the most recent plasma-free hemoglobin level measuring one hundred; her volume status was appropriate, and an echocardiogram revealed that the pump was positioned too deeply, leading the clinical team to retract the device by two centimeters to achieve better placement, after which her urine output and laboratory values continued to be monitored for improvement, with the final outcome of the patient remaining unknown. The original complaint concerned patient injury/hemolysis. Based on the clinical information available, the impella cp will be coded for hemolysis and device repositioning and conservatively for serious injury as outcome. Hemolysis is consistent with known risks associated with impella cp as listed in the instructions for use. In this case the impella cp was mentioned to be malpositioned, which can lead to increased risk of hemolysis. Repositioning the device is a standard troubleshooting action performed to address suspected hemolysis and optimize pump function.